Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Unique identifier (UDI) is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found top case was cracked by the tube holders, right plunger case and battery door were also cracked. During occlusion testing and the power up process, motor not running was found during occlusion testing and there was a missing pixel on liquid crystal display found at power up. The root cause of the reported issue was found to be incorrect assembly by customer and normal wear. The main board was found sitting on top of extrusion instead of inside of extrusion groove. The liquid crystal display did not operate as intended as a result of normal wear. Reassembled main board also cleaned and greased the whole motor assembly. The liquid crystal display was replaced. Also, performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the motor not running, alarms motor rate error, display missing row of pixels. No patient injury was reported.